Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding display glass. No display or audio anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported his insulin pump alarmed for him to refill the insulin. When he tried rewinding the device, the buttons were unresponsive. There is a crack on the screen. The screen is blank right now. The device only beeps and vibrates. Customer's blood glucose was 220 mg/dl. Customer stated the device was dropped back in (B)(6), 2014. He said as he was getting into his truck the device fell off the holster and was damaged by the door. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.